Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall. Specifically, she got caught in "something" and fell on her buttocks. She also fell out of bed on wed night and was very sore. She was able to increase her stimulation from 0.75 on program 3 to 0.85 which she felt. She was at home and re-directed to her healthcare professional. Further information was requested.

Manufacturer narrative:
(B)(4)